Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a bend in the dome and electrode #2, which caused a separation between pebax and electrode. During the procedure, an error code '95' was displayed and no force values was displayed. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed a bend in the dome and electrode #2, which caused a separation between pebax and electrode. Additionally, a foreign material inside the pebax was observed due to the separation between pebax and electrode. Corrosion was also found in electrode #2 along with a bend in the peek housing. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A scanning electron microscopy (sem) study was performed to further analyze the foreign material found at the damaged electrodes area and residues of a copper oxide compound were found. A manufacturing record evaluation was performed for the finished device lot number 31301570l and no internal action was found during the review. The force issue reported by the customer could not be replicated during the analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The foreign material inside the pebax, the damage observed in the electrodes and peek housing are unrelated to the issue reported by the customer. The potential cause of this issues could be related to the manipulation of the device during or after the procedure; however this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).